Event description:
After the clinician inserted the catheter and pressed the button to retract the needle, the catheter separated from the green plastic adapter. Blood was exposed and the catheter itself had to be surgically removed from the patient's vein. There was no exposure to mucous membranes as a result of this incident.

Manufacturer narrative:
No additional information regarding this incident is available. We received one used unit in 2008, and sent it for decontamination. Upon decontamination of the sample and completion of the investigation, a supplemental report will be submitted. Date submitted: 09 june 2008.